Event description:
Customer's wife reported a motor error alarm during a bolus delivery. Customer's blood glucose was unknown. She also stated, he was able to complete the rewind sequence on his insulin pump. The customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a faulty force sensor resistor. The insulin pump had minor scratches on the display window, a scratched case, cracked battery tube threads, a cracked reservoir tube lip and a scratched reservoir tube window.